Event description:
A hospital in (B)(6) reported via a distributor that a heater wire connector was "broken" on an rt200 adult dual heated breathing circuit. This was observed prior to patient use.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 515 mg/dl, 400's (mg/dl), 329 mg/dl, and 210 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.